Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7147730.

Event description:
It was reported that patient was not able to get enough pain relief. The patient underwent a spinal cord stimulator lead repositioning procedure and was doing well post operatively.

Manufacturer narrative:
Correction to initial MDR in blocks: e1, h6, and h11 block b3: approximated based on the date the manufacturer became aware of the event. Additional procode: qrb model number/catalog number:sc-2218-50 serial number: (B)(6). Batch/lot number: 7147730 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) # (B)(4).

Event description:
It was reported that patient was not able to get enough pain relief. The patient underwent a spinal cord stimulator lead repositioning procedure and was doing well post operatively.